Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 18-aug-2025 it was reported by the patient that the ilet device screen was cracked, resulting in loss of function on half of the display. The user switched to backup insulin therapy while awaiting a replacement pump. No adverse health effects were reported.